Event description:
Customer reported experiencing high blood glucose readings of 400 mg/dl. Customer mentioned tingling feet and face as well as vomiting. Customer's blood glucose reading at the time of the call was 340 mg/dl and has treated with 2.8 units of bolus. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir and a no delivery alarms were noted in the alarm history. The high pressure test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.